Event description:
It was reported the brakes were not holding on the stretcher.

Manufacturer narrative:
The service tech evaluated the brakes at the hospital facility. It was determined the brake adjuster at the head-end required replacement.